Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The e1 "telephone number,"e3, g2 and h4 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the event could not be confirmed. The event can be detected and prevented by handling the device in accordance with the following instructions for use: - operation manual chapter3. Preparation and inspection - reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address: (B)(6). The subject device was returned and evaluated. The evaluation uncovered a crumpled universal cord, a torn endoscope connector protector, and a gap in the adhesive of the endoscope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
During maintenance of the gastrointestinal videoscope, the bend sheath cover was found broken/torn/ripped and had metal protruding. There were no reports of patient harm associated with this event.